Manufacturer narrative:
Additional information: h6 and h10. The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon evaluation it was noted the wheels could not move normally. The wheel¿s pulley was replaced. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the prismaflex machine wheel was found to be damaged. It was observed that the wheels could not move normally. There was no patient involvement. No additional information is available

Manufacturer narrative:
3005248192-2021-00343. Should additional relevant information become available, a supplemental report will be submitted.